Event description:
It was reported one day post implant of the right ventricular lead, interrogation was done and exhibited non-capture. A dislodgement or micro-dislodgement was highly suspected. The surgeon noted that the initial placement of the lead was difficult likely due to stenosis of left subclavian/upper thoracic vasculature. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 5592-53 implantable pacing lead 2013 (B)(6).